Event description:
Reporter indicated that vns patient had a seizure, which was not normal for them with the vns therapy. The patient reported that they had undergone laser eye surgery the same day that they experienced the seizure. It was later reported that the patient experienced three more seizures that evening. Device diagnostic testing was within normal limits, indicating proper device function. Treating neurologist indicated that vns patient had experienced three breakthrough seizures during the week before patient underwent the laser eye surgery. Dilantin dosage was increased and tegretol was added to the patient's drug regimen. The patient was instructed to follow-up in two months and keep a strict seizure log to evaluate their true seizure frequency. Investigation to date has been unable to determine whether the increase in seizure activity was an increase above pre-vns baseline frequency.

Event description:
Further follow-up revealed that device diagnostic testing showed the elective replacement indicator to be no, indicating that the generator battery had not reached end of life. Review of dr's notes from clinic visits revealed that the pt has complained of seizure frequency being 3 times per week since approximately two months prior to undergoing laser eye surgery. It was reported that the pt's bed partner tells her that she had a seizure during sleep. Attempts to increase device pulse width setting at recent office visit were not tolerated by the pt. The pulse width setting was ultimately not increased because the pt reported that her throat felt tight afterward. The pt's condition was reported to be "stable" at each of three office visits o ver five month's time, including the time period during which the pt initially reported to MFR that she had experienced a seizure, which was not normal for her.